Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed system error (se) 312 ¿upper us no adjust¿ during ("one hour and 30 minutes left into infusion") antibiotic therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h11: an in-depth review of the event history log was performed for the event date provided and identified an infusion of meropenem at a rate of 16.6 ml/hr and a volume to be infused of 37.5 ml. The user confirmed flow in the drip chamber. Almost an hour into the infusion the pump alarmed "upstream occlusion!". The user cleared the alarm and the infusion restarted and confirmed flow in the drip chamber. Two minutes later the pump alarmed "system error 312 - upper us no adjust". The program was cleared, the system error was cleared and the pump was powered off. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "system error 312" was not reproduced. A review of the event history log revealed "system error 312!" Message. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the ultrasonic sensor. The ultrasonic sensor required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.